Manufacturer narrative:
(B)(4). The run data file was investigated for the procedure on (B)(6) 2011. The operator selected product 1, a 7.4ell platelet yield collection. There was 1 'low access pressure' alert at 26 mins and at 32 mins. There were no other alerts or adjustments made during the procedure. At the end of the 107 min procedure, the trima accel sys displayed a message to 'label the platelet product as leukoreduced'. The signals in the run data file indicate that the trima accel sys operated as intended. A review of the mfg records was conducted by the complaint investigator in relation to this failure mode. For this disposable lot, there were no in-process non-conformities or engineering change orders, no simulated use testing observations or failures, and the product met all acceptance criteria for release. There was one pdf for a blue colorant in some of the channel connectors. This colorant passed all biocompatibility testing and the parts were released per (B)(4). Acda lot (B)(4) was used during this procedure. (B)(6). No anomalies were found in the review that could have contributed to this event. Citrate reaction is a known possible side effect for apheresis procedures. In this instance, the combination of the donor's known sensitivity to acd-a, the donor not eating prior to donation, and the collection of a larger than normal product for this donor contributed to the extent of the reaction. Conclusion: expected potential side effect of procedure.

Event description:
The donor has a history of acd-a sensitivity but exhibited a more severe reaction on this donation. The donor typically only does single platelet procedures, but this was a double platelet procedure. The ac reaction button was lowered twice at the beginning of the procedure, just as a preventative measure. The donor was slightly tingly throughout the procedure, but then this feeling got worse at the end of the procedure. Towards the very end of the procedure, the donor really felt poorly and was given tums (calcium). The procedure was then ended. The donor had tetany in the arms and was brought to the emergency room where IV saline was given along with some more tums. Upon leaving the emergency room, the donor was feeling better, but still had some slight tingling. This report is being filed due to medical intervention.